Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. The patient was treated with vancomycin intraperitoneally (ip) every 3 to 4 days for three weeks and gentamicin for 3 weeks ip (doses not reported) for peritonitis. The treatment with vancomycin and gentamicin was ongoing. The patient was recovering from the peritonitis and dianeal ultrabag therapy was ongoing. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895391, gd895425, and gd895581 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Date of event: the exact date of the onset of peritonitis was unknown, however, the patient experienced peritonitis (B)(4) 2013. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.